Event description:
It was reported that the user was unable to proceed with the fill tubing step and observed leaking from the plunger side of the cartridge during removal, which was associated with an issue related to use of the device and an unspecified device component; the user had attached the adapter to the cartridge outside of the pump, and an infusion set or connector may have been deployed or attached incorrectly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the problem characterized as a use-of-device issue and the specific component not coded. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.